Event description:
Customer states blood glucose results on the advantage system are displayed in mmol/l. The customer did not provide the location where the malfunction occurred. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Advantage system (test strip lot number and expiration date unk).